Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller pcb, user interface pcb and the power supply assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was observed that the one of the domes of the power button switch, dome sw36 was inoperable. However,  the other dome, sw37 was intermittent and worked 8 out of 10 times. Physio-control then further evaluated the removed power supply assembly but was unable to duplicate any power related issues ; however physio did observe that pin 19 of pcb-mounted jack connector, designator j41 on the power pcb assembly measured low voltage.  This behavior indicates excessive leakage, possibly due to process residue, which could result in the device failing to power on or powering off by itself unexpectedly. Physio then confirmed the presence of process residue under filter component fl10.  The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Their device would not power on under ac power; however it worked properly under battery power. Upon evaluation of the customer¿s device, physio-control observed that the device was difficult to power on or off. In this state defibrillation therapy could be delayed or unavailable if needed. There was no patient use associated with the reported event.